Event description:
It was reported that a therapeutic lynx sling was placed for incontinence. Subsequent to the procedure the pt experienced urinary retention. Another procedure was performed nine days after the first in which the original incision was re-opened and the sling was loosened with a right angle. The pt's retention was then resolved.